Manufacturer narrative:
Results: the guide wire was observed to be overstressed and deformed. Approx 8cm from the leading end. According to the reported event, the damage occurred during the attempt to implant the leads. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported on (B)(6) 2011 that during a permanent scheduled scs system procedure on (B)(6) 2010 for 2 leads, the doctor experienced difficulties. The first lead was placed, but when a lateral fluoro was taken, it was found to be anterior. The dr attempted to move the lead posterior, but was unsuccessful. He removed the lead and needle. He attempted to insert a coude needle. After placing the coude needle, he used a guide wire to check access, but was unsuccessful. He pulled the needle out, and attempted to pull the guidewire, but the guidewire was stuck, and he couldn't remove it. The guidewire was not in the epidural space. The dr called for a neuro surgeon, who performed a small incision and easily removed the guidewire. The case was subsequently aborted. No further info is available at this time.